Event description:
As reported, approximately nine months post initial left tsa, the female patient had a revision for conversion from anatomic to reverse. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain additional information. The device is not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products: equinoxe, humeral stem primary, press fit 9mm (cat# 300-01-09 / serial# (B)(6). Equinox square torque define screw drive kit (cat# 300-20-02 / serial# (B)(6). Equinoxe, humeral head tall, 44mm (alpha) (cat# 310-02-44 / serial# (B)(6). Glnd kwire (cat# 315-35-00 / serial# (B)(6). Glnd kwire (cat# 315-35-00 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the cage glenoid in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.